Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump would not prime properly; the motor would not always push insulin through the tubing during the fill tubing process, and the fill cannula message would not appear on the display. The patient's blood glucose at the time of incident was 4.4 mmol/l. This anomaly occurred with multiple infusion sets and reservoirs from different boxes. The insulin pump was not dropped or bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery and motor tests. No motor error alarms were noted during testing. The pump was programmed with a 2.0 unit fixed prime with a water filled reservoir and the water exited the infusion set. The drive/motor was inspected and no drive/motor anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had cracked battery tube threads, a cracked reservoir tube lip and a cracked case at the display window corner.